Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaint from this lot. All available information was investigated, and the reported entrapment of device appears to be due to user technique/operational context. Also, a conclusive cause for then reported unintended movement could not be determined in this complaint. The reported foreign body in patient appears to be due to the reported device entrapment. Foreign body in the patient is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while locked, caught in chordae and foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Prior to inserting the devices, it was noted that a flail was present. One clip was successfully implanted without issues. A second clip (00718u272) was inserted and attempted to be implanted in a a3/p3 location. Due to the location of the device, while attempting to grasp the flail, it was noticed that one of the clip arms became caught on chordae. The physician decided to continue with the procedure and the clip was able to successfully grasp both leaflets. However, the clip remained attached to chordae. The clip was deployed without issues, but after the clip detached from the clip delivery system (cds), it opened to roughly 60 degrees. It was noted that the clip remained stable on the leaflets; therefore, no additional clips were implanted. The procedure was discontinued, and mr reduced to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.